Manufacturer narrative:
Updated fields b4 d9 g3 g6 h2 h3 h6 type of investigation findings investigation conclusions h11. Corrected field h6 medical device problem code. Since the product was not received for evaluation so unable to evaluate the root cause of failure iab leak the iabp balloon was found to have ruptured with blood inside. An intra aortic balloon iab leak is the loss of integrity in the balloon membrane or its connections allowing blood or gas to enter or escape. Iab leaks can result in the following. 1 user not following instructions per IFU mishandling misuse of device. 2 membrane folding resistance. 3 patient related factors such as plaque abrasion. 4 off label use.

Event description:
N/a.

Event description:
During the initial attempt to use the iabp catheter, the device could not be advanced and positioned as intended. The air-fill function did not perform as expected. The user confirmed that no excessive force was applied during insertion. Upon further evaluation, the iabp balloon was found to be ruptured, with blood observed within the balloon lumen. The patient was in critical condition, required resuscitative measures, and subsequently expired.

Manufacturer narrative:
(B)(6) a supplemental report will be submitted upon completion of our investigation.